Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer reported a blood glucose level of 253-261 mg/dl.